Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that no medical intervention occur due this malfunction therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during treatment, the patient was hospitalized for esophageal cancer and was taken infusion with chemotherapy drugs. On (B)(6), 10 a.m. After local anesthesia downlink deep venipuncture, there was a postoperative biopsy without ooze blood red. On (B)(6), skin itching was reported by the patient, covering an area of 36 square centimeters, and near 7 cm from the puncture, there were several small blisters which were elongated, red and swollen. The nurse pulled out immediately after discovery, and mupiroxine cream was given externally in puncture orifice, and dexamethasone ointment externally in the long red blister.